Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing using returned pads, daily/weekly/monthly test and stress test without duplicating the report. An internal inspection resulted in no findings. The main board will be replaced as a precaution. The device will be recertified and returned to the customer. A review of the device log does not confirm the reported issue as the logs were cleared by the customer prior to returning the device to zoll for service. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.